Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that nurse noted low flow on arctic sun device. Initial flow rate was 0.3lpm, inlet pressure was -6.9psi. System hours was 13112, pump hours were 12408. Disconnected pads and water began leaking out everywhere. Nurse no longer has the packaging for the pads. Nurse could see orange o-rings in all the inlet ports. Tried reconnecting pads using proper technique, but device just primed and stopped. Nurse called biomed to bring back the only other machine in the facility. Nurse asked mis call back in ten minutes still waiting for device. No return call from customer. Per nurse via phone on (B)(6) 2022, nurse rushed off the phone, stated that after speaking with mis they were able to correct the issue nurse would not specify, the patient continued therapy. No patient injuries reported.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurse noted low flow on arctic sun device. Initial flow rate was 0.3lpm, inlet pressure was -6.9psi. System hours was 13112, pump hours were 12408. Disconnected pads and water began leaking out everywhere. Nurse no longer has the packaging for the pads. Nurse could see orange o-rings in all the inlet ports. Tried reconnecting pads using proper technique, but device just primed and stopped. Nurse called biomed to bring back the only other machine in the facility. Nurse asked mis call back in ten minutes still waiting for device. No return call from customer. Per nurse via phone on 07-dec-2022, nurse rushed off the phone, stated that after speaking with mis they were able to correct the issue nurse would not specify, the patient continued therapy. No patient injuries reported.